Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the waveguide was found to be broken. Functional testing found that the waveguide had its tip missing. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the titanium waveguide was in use when it cracked and broke off/ fractured and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. This fractured waveguide will make the device non-functional. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a oncological procedure, at the time of surgery, both the dissector and the batteries operate at 100, after 3 hours it was possible to hear a slight sound of metallic pounding and went after a few minutes after such a sound thatthe generator was beginning to turn red and to make a sound that indicated that the operation could not be performed. They replaced the device to complete the case. There was no patient injury.